Event description:
It was reported that 15 minutes into an afib procedure, the lasso catheter's loop got stuck in the appendage. This occurred while the user was performing the fast anatomical mapping the catheter became "deadlocked". The lasso catheter would not release its contraction and appeared misshapen. Upon noticing the mechanism failure, the sheath was advanced over the lasso catheter. The catheter and sheath were directed to the right-side and the catheter was then withdrawn from the body. The lasso was withdrawn still in a contracted, twisted position. The device was removed without incident or injury to the patient. The device was then exchanged and the case resumed.

Manufacturer narrative:
(B)(4). It was reported that 15 minutes into an afib procedure, the lasso catheter's loop got stuck in the appendage. This occurred while the user was performing the fast anatomical mapping the catheter became "deadlocked". The returned complaint catheter was visually inspected, the loop was bent on different areas. A deflection test was performed. The catheter met its specifications. A contraction test was also performed, it was discovered that the contraction cam worked properly but the shape of the loop was deformed since the device got stuck and bent during the event. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The investigation results determined that the catheter performed as intended.

Manufacturer narrative:
Upon receipt of the complained product, the visual inspection revealed that the lasso catheter's loop was bent at electrode ring #4 no longer round. The spine cover was wrinkled on both sides of ring. Spine cover was torn in electrode ring #6 and areas with dark brown residues inside them between ring #4 and distal end. There was also a large scratch on spine cover between rings# 4 and 5. Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).